Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead had become dislodged. No patent symptoms were reported. The lead was repositioned. The patient was noted to be in good condition following the procedure.